Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Pump error 53 found in the pump history (linenumber = 1474 and filenumber = 26). Problem isolated to electronic assemblies as per global logic analysis (esf# 3729424). The following were noted during visual inspection: pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had software error detected alarm. Customer was able to clear the alarm and able to complete rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.